Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump touch screen was cracked. Reportedly, the pump was knocked off a counter and the touch screen became cracked. Additionally, customer was unable to turn on the pump due to the damage. Customer's blood glucose was 238 mg/dl. Reportedly, customer reverted to manual injections for insulin therapy.